Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side rupture. Device remains implanted.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed. Broken assessed, as surgical impact opening (shell thickness within specification). As per the investigation procedure: non penetrating nick were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.